Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has had 4-5 pumps replaced that were not replaced due to normal service life. No patient symptoms were reported. It was thought the device system delivered lioresal. No further information was provided at the time the call. Additional information was requested to verify event details, patient symptoms, resolution, and patient outcome. A physician noted they had not performed two of the procedures and reported ¿n/a¿ to the other three the patient had referenced but did note the patient recovered without permanent impairment. Should additional information be received a supplemental report will be filed.